Event description:
Contact dermatitis; the abbott freestyle libre 14 day sensor caused a nasty skin reaction: red skin, slight bleeding, peeling skin, and raised welts. The sensor fell off after 10 days - 4 days early - due to this reaction. Days later, the skin is still red, peeling, and raised, but the bleeding has stopped. (Currently stopped using). FDA safety report ID# (B)(4).